Event description:
It was reported that a leak was observed during use of a kaguya set. This was observed during setup and preparation of peritoneal dialysis (pd) therapy. Leakage was found under the cycler. The leak appeared to be from the connection that failed to the solution bag. There was no patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.